Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and haemorrhage ("lost 2 liters of blood") in a 37-year-old female patient who had essure (ess205) (batch no. 12274610) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included osteoarthritis, ovarian cyst, bipolar disorder, borderline personality disorder, menometrorrhagia, vaginal cuff dehiscence and obstructive sleep apnea syndrome. On (B)(6)2005, the patient had essure (ess205) inserted. In november 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In december 2005, the patient experienced migraine ("migraines") and headache ("headaches"). In january 2006, the patient experienced depression ("psychological or psychiatric problems condition: enhanced depression"). In march 2006, the patient experienced anaemia ("anemic") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), haemorrhage (seriousness criterion medically significant) and back pain ("lower back pain"). The patient was treated with surgery (to remove the essure implant, hysterectomy (full), (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the haemorrhage, menorrhagia, vaginal haemorrhage, depression, migraine, headache, anaemia, dysmenorrhoea, fatigue, alopecia and back pain outcome was unknown. The reporter considered alopecia, anaemia, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: three loops of coil were visualized at the end of the procedure on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in november 2005: couldn't do the test as my uterus collapsed; on (B)(6)2006: normal hysterosalpingogram. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, haemorrhage and vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of product technical complaint incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.